Manufacturer narrative:
Evaluation summary: this report is based on information provided by the complaint tracking system. The product sample was not returned to the medtronic laboratory; however, a graph of the study was provided by the customer for analysis. The customer reported during the procedure, the capsule immediately fell into the patient¿s stomach. The reported condition was confirmed. The investigation confirmed the fault reported by the customer, but per the sample received the investigation cannot determine the cause for the early detach reported. The investigation identified the cause of the reported event to be capsule detached early. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the capsule immediately fell into the patient¿s stomach. Technical support logged in the computer and confirmed that the capsule fell into the patient¿s stomach. The customer noted that repeat procedure on a different day was necessary. There was no patient and user harm.